Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/30/2015 with the following findings: a review of the pump¿s black box showed a loss of prime warning (cs162) with low non-zero force. During testing, the pump successfully completed the 24 hour duration test with no loss of prime warnings occurring. The force sensor calibration was found to be out of required specifications. The resistance was found to be within required specifications. The pump case was removed and the force sensor pins were found to be properly seated and the solder connections intact. There was no evidence of damage to the force sensor traces. The loss of prime alarm issue was shown in the pump history but was not duplicated during investigation.